Manufacturer narrative:
Condition of sample suggests that instrumentation snagged the poly cannula causing a defect. The defect subsequently resulted in failure of cannula.

Event description:
Device used as port site for surgical intervention. Near the end of the eye surgery, cannula was being removed. The hub portion separated from the canula portion. The cannula portion dropped down into the patient's vitreous. Cannula retrieved intact. Additional vitrectomy required to retrieve the cannula, as well as additional laser use as a cautionary measure to stabilize the retina. No harm noted.